Event description:
The pt had an enteral feeding device placed during a therapeutic procedure in may, 2004. The complainant reported that the tube subsequently fell out of the pt while the pt was showering 3 1/2 month later. The pt then went to the hospital, where an endoscopy was performed and which confirmed that the tube had separated, and the separated portion of the tube remained in the pt's stomach. A replacement device was successfully placed in the pt at that time. It was decided by the clinicians to allow the separated portion of the tube to be defecated by the pt. The pt's spouse reported that the separated portion or the tube had been successfully passed rectally by the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.